Manufacturer narrative:
This follow-up was created to document the updated device information.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation with abrasion adjacent to it on the serialized exhaust tube of the pump at the tube/strain relief junction. Testing revealed this to be a site of leakage. A separation was noted in the inlet tube of the pump. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Microscopic examination of the detachment ends of the inlet tube showed them to be rough and irregular. Partial separations within abrasion were noted on the exhaust tube of cylinder 2. Testing revealed these to not be sites of leakage. Abrasion was also noted on the non-serialized exhaust tube and inlet tube of the pump. No functional abnormalities were noted with either cylinder. Based on examination of the returned product, it was concluded that the abrasion marks noted on all tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then most likely caused the serialized exhaust tube to be kinked onto itself. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the serialized exhaust tubing at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. In addition, microscopic examination of the returned product also noted the surfaces of the separation on the inlet tube and detachment end of the inlet tube to be rough and irregular. The separation site in the inlet tube would allow the loss of fluid, making the device inoperable. However, the information only indicated a tubing break by the pump. Therefore, quality is unable to confirm if the separation, or detachment end, contributed to the reported complaint.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation and lot number. The device was not received for evaluation. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device become available, or additional information is received, the complaint will be re-evaluated according to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformance for this lot. No capas are associated with this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the tubing located by the pump was broken.